Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the sample probe 1 (s1) mixer has malfunctioned. The cse replaced the mixer and adjusted bottom of cuvette correction for the reagent probe 1 (r1), reagent probe 2 (r2) and s1. The cse ran quick check, which passed and verified the proper functioning of the instrument. The hsc specialist reviewed the instrument data and indicated that the kinetic check on the patient samples showed a varying degree of kinetic check values indicating an issue with the sample mix. The cause of the discordant calcium results on the patient samples was due to the malfunction of an s1 mixer, which was resolved by the replacement of the s1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant, falsely low calcium (ca) results on one patient sample (sample ID (B)(6)) upon initial and repeat testing on a dimension vista 500 instrument. One of the discordant results was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument, which resulted higher and matched the clinical picture of the patient. The corrected result was reported to the physician(s). While a siemens headquarters support center (hsc) specialist was reviewing the instrument data, the hsc specialist determined that there were additional discordant calcium results on multiple patient samples. The samples were repeated on the same instrument, which resulted higher, except for sample ID (B)(6), which resulted lower. It is unknown which results were reported to the physician(s) for additional patient samples, which were identified as discordant by the hsc specialist. There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.